Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as march of 2026. Use of an additional or alternative device (tens) is required to achieve an optimal outcome. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported that she has been having lower back pain. The patient stated that she had the surgery 6 and a half months ago. While using the spinalpak unit consistently, the pain is a level 7. If the patient does not use the spinalpak unit, the pain goes to 4. Once the spinalpak unit is taken off, it takes about 2 days for the pain to dissipate a little bit. The patient's doctor is aware of this. The doctor does not know why she is having this pain and was told to speak to her physical therapist. The patient also uses a tens (transcutaneous electrical nerve stimulation) unit but not at the same time. The patient feels like it is muscle pain in her lower back. The doctor prescribed meloxicam and celebrex for the pain, but it did not work. The patient has slowly increased her daily activity. The patient stated that the pain intensifies the more days she uses the spinalpak unit. Then the patient stops using the spinalpak stimulator to use the tens unit, and after a few days, the pain goes down, and they start the process again of using the spinalpak stimulator. The patient was advised to stop using the spinalpak device for a few days, then start the time test and call us back with an update. No further consequences were reported. The spinalpak assembly was not returned for evaluation.